Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)¿ the dentist reported that 1 month and 11 days after the dental implant was installed in intraoral region 31#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved and the patient presented bone type ii.